Event description:
Customer reported receiving a motor error alarm and an additional error alarm on the insulin pump. Customer reported that the motor error alarm occurred during bolus. Customer did not recall any significant events leading up to the alarms. Blood glucose level was 179 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump alarmed after battery change due to faulty connector on interface board. Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No motor error alarm noted. Motor passed motor test. Insulin pump received with cracked case at display window corners, reservoir tube lip, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.